Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with heavily calcified leaflets as well as a large left ventricular outflow tract (lvot) calcium, a pre-balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) non-medtronic balloon. Fluoroscopy check of the valve showed a line that was believed to end just before the fourth node. The device was inserted into the patient and at 80 percent deployed, a large infold was observed on the valve in the cusp overlap view. The valve was recaptured and the system was removed from the patient. Another pre bav-was performed with a 22 mm non-medtronic balloon after which a new valve was implanted successfully using a new delivery catheter system (dcs). The patient remained stable throughout the entire procedure. Of note, no post bav was needed. Per the physician, severe leaflet calcification as well as a large annular to lvot column of calcium contributed to the infold. No adverse patient effects were reported.